Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 g2, h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a "fiber optic (fo) sensor failure" alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer attempted troubleshooting by reviewing the help screen and removing and reinserting the fo cable, ensuring proper arrow alignment. The customer stated that these steps were performed multiple times, but the alarm persisted. The customer then switched to another cardiosave, which resolved the fo sensor failure alarm. The customer reported all waveforms and blood pressure indices were appropriate. The customer planned to send the cardiosave to biomed in the morning. Esp personnel collected product surveillance and provided to the customer the direct contact information should the need any additional troubleshooting assistance.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra-aortic ballon pump(iabp) fo sensor failure issue. No harm or injury to the patient was reported.